Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. The flexvision monitor showed on the partitioned screen, but the information was blank, and the review monitor in the control room was blank with the philips logo. Also, no bios flashes. As part of the troubleshooting process, the fse replaced the bios battery. The system was then turned on, and the bios loaded up, as well as other indicator lights. The system also loads bios. Following that, the fse confirmed that the system was functioning properly, although there were some vertical lines on the control room display monitor. The fse suspects that this is due to a malfunction of the service part single board computer (sbc), and a faulty video graphics array (vga) output may not be performing as expected resulting in a distinct vertical stripe (noise) down the screen of the main system display monitor. As a part of troubleshooting, the fse replaced the cmos battery on the sbc, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.